Event description:
The physician attempted arteriotomy closure with two closer s 6 fr devices following an interventional right coronary artery procedure. The first device deployed without problem. The physician was closing over the wire and the knot was reported to pull through the artery. The second device deployed without problem and knot delivery went without problem, but hemostasis could not be achieved. It was reported that both of the devices did not have good mark from the marker port, however, the physician was reported to be confident that the device was in the vessel appropriately. Compression was immediately applied. A greater than 6cm hematoma was reported to develop. An 8 fr. Sheath was then inserted for hemostasis. Manual compression was applied to the hematoma. The compression was reported to have resolved the hematoma. When the sheath was removed, compression was applied for hemostasis and closure of the arteriotomy. The next day the site remained dry and without a hematoma. There was no report of further adverse patient sequelae.